Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the scp flow sensor 3/8". The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and traced the problem to a faulty flow sensor. Replacement of the flow sensor resolved the issue. A review of the DHR did not identify any deviations or non-conformities relevant to the eported issue the investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the flow measured by the scp flow sensor of the centrifugal pump system with tubing clamp was displayed as "zero" while the rotation speed was displayed normally during a procedure. This issue occurred multiple times within a 12 hour period. There was no report of patient injury.